Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant of the right atrial lead, the physician was unable to find a position with acceptable threshold or sensing values. After repositioning it several times, the physician decided to use a different lead, which was implanted without issue. The patient's condition was stable throughout.